Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02226 & 1825034-2013-02273 / 02274).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(6) 2008 and that a revision procedure was performed on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.